Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: date of onset of pseudophakia was not provided. If implanted, give date: unknown/ not provided (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 19.0 diopter intraocular lens (iol) was explanted due to pseudophakia. There was no patient injury and no incision enlargement. The lens was replaced with another lens, model unknown. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 02/13/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the lens was observed cut in two parts. One lens haptic was observed detached. Based on the evidence observed, the condition of the lens is consistent with a unit that has been handled during surgical process for removal or explant process. The reported issue could not be verified in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.